Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a 43-year-old female patient who had essure (batch no. C64473) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("myalgia"), migraine ("migraines") and asthenia ("chronic asthenia"), 3 years 3 months after insertion of essure. The patient was treated with surgery (laparoscopical essure removal via hysterectomy and bilateral annexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, myalgia, migraine and asthenia outcome was unknown. The reporter considered asthenia, menorrhagia, migraine and myalgia to be related to essure. The reporter commented: no follow-up was performed 6 or more months following essure removal. Sample was available at reporting center. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2019: essure device removal questionnaire ¿ patient¿s demographic data; medical history (overweight); essure insertion date ((B)(6) 2015); onset date of adverse events update (unknown); essure removal date ((B)(6) 2018); reason for essure removal (patient's request due to events migraines, menorrhagia, myalgia, and chronic asthenia); essure removal method (hysterectomy and bilateral annexectomy under laparoscopy); reporter¿s causality assessment (related - essure caused or contributed to the occurrence of the adverse events). No follow-up performed 6 or more months following essure removal. Regulatory authority (afssaps) reference number (r1906713) was also provided. We received a lot number in this case and the available sample will be requested. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ('menorrhagia') in a 43-year-old female patient who had essure (batch no. C64473) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("myalgia"), migraine ("migraines") and asthenia ("chronic asthenia"), 3 years 3 months after insertion of essure. The patient was treated with surgery (laparoscopical essure removal via hysterectomy and bilateral annexectomy). Essure was removed on (B)(6) 2018. At the time of the report, the menorrhagia, myalgia, migraine and asthenia outcome was unknown. The reporter considered asthenia, menorrhagia, migraine and myalgia to be related to essure. The reporter commented: no follow-up was performed 6 or more months following essure removal. Sample was available at reporting center. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number and a device sample in this case. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a health professional and describes the occurrence of menorrhagia ("menorrhagia") in a female patient who had essure (batch no. C644/73) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2018, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), myalgia ("myalgia"), migraine ("migraines") and asthenia ("chronic asthenia"). Essure was removed. At the time of the report, the menorrhagia, myalgia, migraine and asthenia outcome was unknown. The reporter provided no causality assessment for asthenia, menorrhagia, migraine and myalgia with essure. The reporter commented: sample was available at reporting center. We received a lot number in this case. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.